Manufacturer narrative:
Concomitant medical products: product ID: 4968-60 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) classified the ventricular tachycardia (vt) rhythm as supra ventricular tachycardia (svt). No therapies were delivered. Follow up concluded that the device did not deliver therapies when the patient was having symptoms during vt. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.